Event description:
Information received with return of the device does not address the patient's clinical status but notes that at implant and during programming, the device exhibited fast pacing. The av interval appeared "extremely long" while the pacing rate was >100 ppm.